Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was further reported the product was not used. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: issue occurred on (14) separate cases. A separate 3500a form has been completed for the other (13) cases. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
It was reported "during incoming inspection a stain on the product was found."